Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the lot number on the packaging was not readable. It was not reported if this was found during a patient procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported packaging labeling identification. A sealed box of product code pdp684h, lot # mbm728 was received for evaluation. During the visual inspection of the sealed box, the lot number was double print and consequently, the lot number is not legible. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the packaging labeling identification is smeared or offset dispenser box print.